Event description:
Explantation of cmc spacer 16 months after implantation due to persistent pain. Very experienced surgeon (approx 130 cmc spacers implanted).

Manufacturer narrative:
Eval based on feedback from distributor. Very limited info available. Persistent pain 16 months after implantation of cmc spacer in a woman. Very experienced surgeon.